Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) was attempted to be implanted, however, high thresholds and rising impedance measurements were reported. Before the third deployment, an angiography was attempted but it could not be performed because the syringe could not be pushed. It is unknown if the syringe was attached to the delivery system or the introducer. The catheter was removed from the sheath and a large quantity of thrombi was adhered to the catheter. The high thresholds were presumably caused by the adhered thrombi to the electrode part. The ipg was extracted and a different ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that confirmed that angiography contract dye was attempted to be pushed through the introducer, not the delivery system.

Manufacturer narrative:
Product event summary: the introducer was returned, analyzed, and no anomalies were found. The analyst noted a partial introducer system was returned without the dilator. The sheath tubing is kink/buckled at 13.9 cm from the distal end of the introducer sheath. There is blood on the sheath tubing. There is blood in the flush tube. The system was able to be flushed with no leaks or occlusions. Visual analysis of the introducer indicated damage during use. If information is provided in the future, a supplemental report will be issued.